Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
End-user's mother states her daughters fingers got caught between the chair and a door when the chair sped up. Mother states four of her fingers were bleeding. End-user did not receive medical intervention. Mother will call back with more information.